Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone calls that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's treatment was unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using automode feature at time of incidence. The insulin pump will be returned for analysis.